Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would intermittently have to be rebooted in order to fully boot up. There is no report of injury or death associated with the event described in this complaint.